Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation gave the message that the device was pacing at high output mode. An erroneous value of 0.5mv was noted for the evoked response setting.